Event description:
A malfunction alarm identified as malfunction code 16 was reported, but there was no adverse impact on the customer¿s blood glucose level. Technical support arranged for the replacement of the pump, which was under warranty, and confirmed the shipping address. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Additionally, the customer received guidance on putting the faulty pump into storage mode before returning it to tandem with a pre-paid label within the stipulated ten days, which the customer acknowledged and understood.